Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the bd to gi cable. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a loss of breath delivery (bd) and graphical user interface (gui) communications. There was no patient involvement at the time of the event.